Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that, on an unknown date, the hand piece for the battery powered driver ran intermittently and the label was shredding. It was reported that this device did not malfunction during surgery. It was also reported that the event did not contribute to a death or serious injury. This is report 1 of 1 for complaint (B)(4).